Manufacturer narrative:
The event for bur wobble was confirmed by the qa technician through functional evaluation, disassembly and visual inspection. The device failed due to debris/corrosion affecting the bearings. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
The micro drill medium straight attachment was returned to stryker instruments for service. During functional testing by a service technician, the cut test was aborted due to the bur wobble. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The micro drill medium straight attachment was returned to stryker instruments for service. During functional testing by a service technician, the cut test was aborted due to the bur wobble. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.